Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, although it was confirmed that there was foreign material adhered/clogged in the nozzle. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from distal end glue. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in cf-290 series operation manual, chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-290 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited debris in the air / water nozzle. There were no reports of patient involvement.